Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The event was reported through an user report: "ex domo intramedullary osteosynthesis 03/2025 for a trochanteric femoral fracture; single revision on (B)(6) 2025 due to rotational misalignment; acute symptoms without trauma upon exiting a car, accompanied by a ¿cracking¿ sound, followed by radiographically evident implant failure; conversion to proximal femoral replacement due to extensive bone defect." 04-apr-2026 - additional information received: diagnosis: osteosynthesis failure with fracture of the intramedullary nail after implantation of the gamma nail on the right side due to a pertrochanteric fracture of the proximal femur on the right side pseudarthrosis involving destruction of the proximal femur and trochanter, femoral defect classification (fdc) type 3c defect. Surgery: explantation of the gamma nail, resection of the defective bone and of the femoral neck fragment, as well as of the cerclage wires; afterwards a proximal femoral replacement is implanted on the right side with an uncemented dual mobility (dm) cup.